Event description:
It was reported that a cassette not attached error occurred and the event happened during testing. During investigation found the damaged downstream occlusion (dso) sensor. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.

Manufacturer narrative:
Device was initially received for the complaint that a cassette not attached error occurred. During investigation found the damaged downstream occlusion (dso) sensor. This malfunction makes the event reportable. Review of event log/alarm history found that no errors related to the customer complaint. The review of service history found that were not services reported previously. The visual and functional testing were performed. The probable root cause was the cassette not attached error occurred. The dso sensor was replaced. The performance verification testing was performed and all tests passed within specifications.